Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g132 scaler, there was good water flow but the inserts were heating up; no injury resulted.

Manufacturer narrative:
Main oscillator board requires recalibration. Flattened pinch tube restricting air/powder flow, powder bowl needs to be cleaned and re-tubed.